Event description:
It was reported that the ilet displayed unreadable or distorted screen visuals and then froze during a firmware update attempt, after which the app could not re-pair to the device; this represented a display visibility problem associated with the touchscreen component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included interviews and analysis of information provided by the user. Investigation of this case revealed an ambient light¿related visibility issue in conjunction with a display that was difficult to read, implicating the touchscreen. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.